Event description:
The patient presented for an implant procedure. During the procedure, the physician failed to activate the leadless pacemaker and delivery catheter into tether mode as resistance was noted. The leadless pacemaker was retrieved, and then successfully implanted with a new delivery catheter. The patient condition was stable.

Manufacturer narrative:
Further information was requested, but not received yet.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.